Event description:
Received information stating that due to a ventilator malfunction, patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended replacing the keyboard. Covidien was not authorized to service the device.